Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump's keypad was unresponsive and there was a circle on the display. Blood glucose level at the time of the incident was 174 mg/dl. The caller stated that the customer wore the insulin pump while playing basketball, but stated that it was not exposed to any moisture. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.